Event description:
Additional info receievd from the MFR on 02/05/1999: the product has not yet been returned to co for evaluation as of the date of this letter. The balloon is still promised for evaluation. Once the product is returned and evaluated, the update info will be supplied.